Manufacturer narrative:
No failure was found. The xtr system recognized an episode of bradycardia and generated a medium-priority low hr alarm. It was determined that this episode of bradycardia did not meet the criteria to generate an asystole alarm. This report is considered final. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a notification on may 21, 2021 that a customer filed a vigilance report that the central station monitor failed to alarm for asystole. No patient injury reported.